Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that a balloon rupture occurred. A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During inflation, the balloon burst without reaching the rated burst pressure. It was further reported that the 99% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. During the procedure, the balloon ruptured upon first inflation for 20 seconds. The device was simply pulled out, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon burst without reaching the rated burst pressure.